Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected of the inner cavity confirms there is a scuff mark, pictures. The scuff mark can be felt with a fingernail but it has not punctured through. The sterility of the product has not been compromised. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage. This product falls within the scope of a corrective action which is reviewing all current sterile barrier packaging configurations at zimmer biomet bridgend. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package of the device was damaged.